Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. Customer stated that the reservoir compartment had quarter size piece broken off. The customer stated that the reservoir does not lock into place. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black customer complained about the device having high blood glucose on event date of (B)(6) 2022. Insulin pump received with broken retainer ring. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test or lock a test p-cap into the reservoir compartment due to broken retainer ring. Insulin pump passed active current measurement, sleep current measurement and self test. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electrical board 2. The following were noted during visual inspection: scratched case, scratched lcd window, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, moisture damage. Unable to test for reported harm due to broken reservoir tube lip.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.